Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was included in a field correction and the pump was replaced, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.